Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the partial lead in segments was returned, analyzed and an issue was found with the connector. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had an environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported the lead was fractured. The lead was removed and replaced. No patient complications were reported as a result of this event.